Event description:
Cardioquip technician suspected contamination during on-site pm.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommended repair via email on (B)(6) 2022. As of the date of this report, there has been no response to this recommendation.